Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown.

Event description:
Regulatory body have had a report from physician reporting a left side rupture discovered during replacement surgery. Device has been explanted.